Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative. It was noted the representative saw the patient on (B)(6) 2016 at 7:00am. The pump refill occurred and everything was normal. The representative was not sure what caused any issue the first time but when they saw the patient, everything went well.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable device. The indication for use not reported. The healthcare provider reported difficulty aspirating and refilling the pump. Per the reporter the healthcare provider wanted to replace the pump but the company representative wants to see the refill procedure to identify a possible cause for the issue. The patient was still getting good therapy but the healthcare provider was having difficulty with the refills. At the last refill the healthcare provider only injected 10 ml into the pump.

Event description:
Additional information was received on 02-jun-2017 from a consumer who reported that the pump was delivering clonidine (1200 mcg/ml at 951.4 mcg/day), bupivacaine (40 mg/ml at 31.715 mg/day), and dilaudid (20 mg/ml at 15.857 mg/day). The indication for pump use was non-malignant pain and other chronic intractable pain (trunk/limbs). In (B)(6) 2017, the doctor had difficulty filling the pump completely. The doctor was not able to put all of the medication in it. The doctor talked about removing the pump, but the patient did not want to have the pump removed. A year ago, the doctor ordered an MRI to look for a mass due to the pump not being able to be filled all the way; however, the patient never had the MRI because her husband had open heart surgery. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.